Manufacturer narrative:
Please note that the manufacturer could not determine which of the following lot numbers corresponded to the smart coil that just became stuck inside the microcatheter and which lot number corresponded to the smart coil that became stuck in the microcatheter and became crinkled: lot #: f75510, catalog #: 400smtxsft0306, UDI #: (B)(4), manufacture date: 04/10/2017, expiration date: 04/09/2022; lot #: f72334, catalog #: 400smtxsft2h06, UDI #: (B)(4), manufacture date: 10/18/2016, expiration date: 10/17/2021. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00022.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician jailed a non-penumbra microcatheter in the aneurysm using a non-penumbra stent retriever then deployed and detached two initial smart coils. While the physician was attempting to advance a new smart coil (3x6 extra soft) through the microcatheter, the coil advanced about the length of the introducer sheath into the microcatheter and then became stuck. The hospital staff checked to see if there was any gap between the introducer sheath and the hub of the rotating hemostasis valve (rhv) and did not see a gap. Therefore, the smart coil was removed and a new smart coil (2.5x6 complex extra soft) was opened. While attempting to advance the new smart coil through the microcatheter, the physician focused on the introducer sheath/hub junction and did not observe any gap or coiling within the hub; however, the smart coil became stuck at the same position and was removed. It was reported that the pusher assembly of one of the two smart coils that were removed was crinkled. The procedure ended at this point because the physician believed there was sufficient packing density. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). This report is associated with MFR report number: 3005168196-2018-00022.

Manufacturer narrative:
Results: the second smart coil evaluated had a crinkled section of the pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil had offset coil winds. Conclusions: the second smart coil evaluated revealed a crinkled polymer section of the pusher assembly along with several other pusher assembly kinks. The coil also had offset coil winds. These damages were likely a result of forcefully advancing the embolization coil against resistance. If the introducer sheath is not properly aligned in the hub prior to advancement, resistance may be encountered. Forcefully advancing the device against this resistance will likely result in offset coil winds and pusher assembly kinks. During functional testing, the device was unable to be advanced past the hub of the demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.